Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine 1000 mcg/ml at 64.2 mcg/day and dilaudid 15 mg/ml at 0.963 mg/day via an implanted pump for non-malignant pain. It was reported the 8476 motor stall alert code was seen on the personal therapy manager (ptm). The patient had heard the pump alarm and the patient recently had an MRI at 2pm on the date of this report (a little over an hour) and was seeing the 8476 code. It was noted the patient has had mris in the past and it always picked up and resumed like normal. The patient was redirected to follow up with the healthcare provider (hcp) to check the pump. Patient symptoms were not reported. No further complications were reported/anticipated or expected.